Manufacturer narrative:
Correction: the elecsys troponin t gen 5 reagent lot number is 79515701, with an expiration date of 30-sep-2025. The investigation included a review of the data set provided by the customer: the qc results were within the specified ranges; the customer stated that the qc results were within the specified ranges. The alarm trace contained multiple sample-related alarms (sample short, clot and foam detection, and abnormal aspiration). These are indicators of possible poor sample quality. The field service engineer inspected the analyzer and could not identify the root cause. Initial efforts focused on technical data collection and software configuration to support the investigation. The fse performed adjustments and preventive maintenance. The system underwent a full bleach decontamination, mechanical checks, and the replacement of critical components -including measuring cells, sipper probes, syringe seals, and pinch valve tubing. He verified the analyzer's performance with a successful instrument check. The customer stated that the event was due to microclots in the patient sample. The investigation determined the event was due to a preanalytic issue at the customer site (microclots in the patient sample). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The reagent lot number is 827239. The expiration date was not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t gen 5 result from one patient sample tested on the cobas e 801 analytical unit. The initial result from the first module was 4669 ng/l. The repeat result from an auto rerun was 6037 ng/l. The repeat result from the second module was 6436 ng/l. The repeat result from an auto rerun was 6420 ng/l. This result was deemed correct.